Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 11/11/2015; log dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: 32 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 4.5 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 4.6w on (B)(6) 2015 outside of normal power consumption. Log file analysis review date: 11/16/2015; log dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: 61 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. 39 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 4.5 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 4.5 w, outside of normal power consumption. A second rise in power consumption has been logged starting (B)(6) 2015. Log file analysis review date: 11/17/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 276 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. 74 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 4.5 w. Waveforms indicate a slight rise in power consumption of approximately 0.4 w starting on (B)(6) 2015. Parameter returned back to baseline. Note the different changes in viscosity over the last 14 days. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient experienced high power alarms on (B)(6) 2015 and went to the hospital. It was stated by the site that they downloaded the log files and sent them to the manufacturer. Patient had no signs of hemolytic urine, but had "increased hct as sign of being dehydrated." It was said that the high powers dropped quick after heparin had been administered. Heparin will be continued until inr increases to 2.5 - 3.0. Latest log files were also sent to the manufacture. On (B)(6) 2015 heparin bolus and continues infusion were given over 3 days and heparin was stopped (B)(6). A repeat increase in powers is now being observed and now patient is back on heparin.

Manufacturer narrative:
The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; although a definitive root cause cannot be determined, clinical factors, the patient's dehydrated state and patient comorbidities may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was doing fine and was discharged home on (B)(6) 2015. Thrombus was suspected due to increase in power and ldh. A loading dose of 10 mg actilyse was given followed by another dose of 10 mg via syringe pump 1.5 mg/h on, date unknown by now. No additional information received. A supplemental report will be submitted when the manufacturer's investigation has been completed.